Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens was a piggyback lens going on top of another lens. Lens inserted into the eye upside down. The surgeon tried to turn it over but was not able to. The surgeon cut the lens to remove from eye. No patient injury. Further information has been requested but non has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastmide). Method: lens work order search. Results: visual inspection of the returned product found the lens optic cut in half. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).